Event description:
The company was informed that the pt had no auditory response. A CT scan was performed and found the electrodes were not positioned correctly. The pt's device was explanted and the pt was reimplanted with another advanced bionics device on the contralateral side.

Manufacturer narrative:
This device was explanted for medical reasons. External visual inspection of the device revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained. Due to the electrode condition, one of the electrical tests could not be performed. The device passed the electrical and mechanical tests performed. The pt is doing will. This is the final report.